Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40z8e, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, clips haven¿t close properly. They should close as a line, but they crossed.

Manufacturer narrative:
(B)(4). Additional information received: there were no patient consequences.